Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had experienced high blood glucose and also had a blank display. The customer¿s blood glucose level was 251 mg/dl and 599 mg/dl. The customer was treated with manual injection. The customer stated that the insulin pump dropped on the floor and was blank. The customer troubleshooting was performed and was advised to insert a new battery and the display did not return. The customer was advised a battery out limit alarm will occur after the pump rest. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. Device received with moisture damage motor, vibrator, keypad and battery tube assembly.